Event description:
It was reported that there was an alleged pt fall.

Manufacturer narrative:
Multiple attempts to retrieve additional info have been made. No additional info was able to be collected. No adverse consequences were reported. If additional info is gathered, a follow up report will be filed.